Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pacing rate was incorrect and not as programmed during atrial threshold test. The device remains in use. It was further reported that the right atrial (ra) lead on rare occasions has far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.